Manufacturer narrative:
This product is expected to be boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this right ventricular (rv) lead became dislodged. This resulted in low pacing impedance measurements of 200 ohms, high pacing thresholds, loss of capture (loc), and poor sensing. A lead revision was performed; however, the lead dislodged again. Subsequently, this lead was explanted and replaced with a new rv lead. This product is expected to be returned to boston scientific for further investigation. No additional adverse patient effects were reported.